Event description:
It was reported that prior to use the tubes were discovered to have molding defects and there were air bubbles in gel with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: before use customer identified tubes with deformation (smashed) and gel bubbles. All the storage conditions were appropriate.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and showed tubes collapsed. Some of the tubes collapsed and the gel spread on the inner walls along entire length. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately, but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the tubes were discovered to have molding defects and there were air bubbles in gel with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: before use customer identified tubes with deformation (smashed) and gel bubbles. All the storage conditions were appropriate.